Event description:
It was reported that during an unknown procedure, when clipping, the clip made a strange angle. The same issue occurred with 4 clips and with another device of this same code. The third device worked in the correct way. Another device was used to complete the procedure. No patient consequence reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Jaw. The analysis results found that the device was returned with the jaws misaligned. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, 7 scissor clips. It is known from the history of the device that the incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips which may result in clip malformation. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.